Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: . Visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog observed red capsule. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported right side capsular contracture, baker grade iii. Device remains implanted.